Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty. I received a depuy corail size #14 high offset cementless femoral stem without collar along with a size #56 pinnacle acetabular cup with a 36 mm x 56 mm pinnacle metal insert along with an articul/eze metal-on-metal femoral head size #36 with a +8.5 neck. On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy pinnacle acetabular cup, size 58 mm, an associated articul/eze metal-on-metal femoral head 36 mm in size with a +5 and 12 x 14 cone, a marathon acetabular liner +4 with a 10 degree lift posterior liner 58 mm in size and a corail size 14 porous coated femoral stem. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I've experienced severe pain and difficulty with my thigh and hip areas. I also feel extreme discomfort when walking. Following the implantation of the left pinnacle hip, I experienced left hip pain with a feeling of instability and subluxation of the hip. On (B)(6) 2007, I had revision surgery to remove the pinnacle device and replace it with another implant. Following the implantation of the right pinnacle hip, I developed a severe infection and underwent irrigation and debridement on (B)(6) 2008. Diagnosis or reason for use: avascular necrosis, left hip. Degeneration joint disease, right hip.